Event description:
It was reported that when patient presented for a follow up visit post device implant procedure, lead dislodgement was confirmed via chest radiograph. Physician suspected this was due to partial helix retraction and felt the lead could not be used. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that high capture threshold, high defibrillation impedance and high pacing impedance were observed. The physician believed that the lead was dislodged due to patient's abnormal myocardium.